Manufacturer narrative:
The device was returned for analysis missing key components for investigation. Therefore, the reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details no pre-close technique was used. It should be noted that the electronic perclose proglide instructions for use (IFU), states: "for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required." It is unknown if the IFU violation contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure in a large bore hole. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.